Manufacturer narrative:
Following return and completion of lab analysis, the event will be further updated.

Event description:
Boston scientific received information that the patient with this device and right ventricular lead expired from unknown causes. The system had been implanted nine days prior to the date of death, with a rise in impedance values observed seven days post implant. Reportedly, the patient had complete heart block and the physician questioned lead positioning, as a contributor to the impedance rise. Both products have been explanted, expected to be returned for a post market evaluation.

Manufacturer narrative:
A proximal segment of the lead was returned; severed 130 mm from the terminal pin. Electrical testing was performed, confirming the lead segment was electrically continuous. An x-ray was also performed, which verified the lead segment was not fractured. No further testing was performed. Laboratory analysis of the returned lead segment could not determine a cause for the increase in pacing impedance observed clinically.

Event description:
--